Manufacturer narrative:
During investigation it was determined that this event is a duplicate of a previously reported complaint. The event was reported under 2015691-2015-02234.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the (B)(4) registry in (B)(6), during the implantation of a 26mm sapien 3 valve by tf approach in aortic position, ds was placed in the descending aorta, ¿it jammed and whilst trying to advance the valve, the sheath of the delivery system fractured. As a result, it was not possible to deploy the valve. The prosthesis became jammed at the femoral artery puncture site. Open removal was therefore required. The delivery system together with the valve prosthesis had to be removed (open removal was therefore required). The common femoral artery, superficial and profunda femoral arteries were dissected free and controlled with vascular slings (vessel loops). The femoral artery was incised in order to remove the undeployed sapien 3 prosthesis. Another vascular sheath was inserted into the common femoral artery and a new delivery system was placed. A new sapien 3 prosthesis was delivered into the aortic annulus and deployed successfully. The delivery system and catheters were removed. The damaged area of the femoral artery was excised, including a segment of diseased femoral artery. A catheter was passed down both superficial and profunda femoral arteries to remove any potential thrombus. An end to end anastomosis was performed using continuous 5/0 prolene sutures.¿ on pod5 patient was discharged home.